Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device between 25 and 36 hours. The pod site was red, swollen and pus was coming out of the infusion site. It was reported the patient's blood glucose level (bg) rose to 27.8mmol/l (500mg/dl). The patient went to their doctor on (B)(6) 2023 and was prescribed antibiotics for 3 times a day for 5 days. No treatment for the infection was provided at the doctor's office. The pod has been discarded.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.